Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, audible false air bubble detector (abd) alarms occurred. The device was not changed out, as customer turned off the abd and finished the surgery without it. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.